Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Investigation confirmed that the material was silicone and hydroxide (iron rust). Silicone was not originated from endoscope, but from chemicals, such as antifoaming agents. Insufficient drying due to buttons not being removed when storing the endoscope, insufficient precleaning/rinsing, etc. May have been factors to cause of the adhesion. Investigation could not specify the origin of the hydroxide (iron rust). However, since the hydroxide spread throughout the nozzle, it is presume that the nozzle was corroded by corrosive liquids and then rusted. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a foreign object that was found in the nozzle. The issue occurred at service/maintenance. There were no reports of patient involvement.